Event description:
Customer reported receiving inaccurate erratic readings. In freestyle blood glucose tests versus lab readings, customer received readings that varied from 15.9 to 18.0 points different between the lab and freestyle. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Control solution testing was conducted and results were out of the valid range. Customer was not certain if the solution was valid as she was not certain how long it had been opened.